Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an endoscopy. During the procedure, the patient had sustained ventricular tachycardia. It was found that the patient's implantable cardioverter defibrillator was under-sensing the arrhythmia and failed to deliver shock to convert the rhythm. External defibrillation was required to stabilize the patient. Programming changes were made. The patient was stable.